Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting over-sensing which resulted in inappropriate shock. Tachycardia therapy was disabled while the patient awaited heart transplant. The lead was explanted for transplant. The patient was recovering in stable condition.